Event description:
It was reported the customer was hospitalized on (B)(6) 2014. Blood glucose at the time of admission was 44 mg/dl. The customer was not in a vehicular accident. The customer stated they had low blood glucose because they had over treated for their high blood glucose. The customer also stated they had treated with insulin by syringe and with the insulin pump, resulting in the low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.